Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, noise and oversensing. Electrical testing was performed and revealed a suspected lead fracture. An invasive procedure was performed, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.